Manufacturer narrative:
The reported event occurred prior to docking the da vinci system; therefore, no da vinci system or instrument logs are available for review. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died as a result of a trocar injury to the aorta while using a bladeless optical obturator and a 3rd party scope. Although no allegation is made against any intuitive surgical product or instrument, how the injury occurred is not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical product or instrument contributed to this event.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy and endometriosis resection procedure, the patient's aorta was inadvertently perforated during the initial trocar insertion, prior to docking the robotic system. Access into the patient's abdomen was performed using a third-party 5mm laparoscopic endoscope and a da vinci 8mm cannula with an 8mm bladeless optical obturator. Bleeding was identified within minutes, and the procedure was converted to laparotomy to attempt hemostasis. The patient was placed on a mass transfusion protocol. A vascular surgeon was called to assist; however, the patient expired on the operating table before the vascular surgeon was able to intervene.